Event description:
The customer reported inaccurately low readings with test strips. On 8/18/96 he opened the first bottle from a box of fifty and obtained a morning (fasting) blood glucose result of 35 mg/dl. Because he felt the result was not accurate, he performed a second blood glucose test. The result was 69 mg/dl. On 8/19/96 he called the co customer support line and explained to the rep that his blood glucose readings are usually 130 to 150 mg/dl. The customer was out of normal control solution so he was unable to perform a control solution test. A check strip test was performed with the rep, with a result of 87 versus a range of 72-96. The desiccant is in the open bottle.